Manufacturer narrative:
(B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer also reported that the companion 2 driver exhibited a low emergency battery alarm while connected to wall power for several days. The customer also reported that the companion 2 driver was also tested on multiple companion caddies and hospital carts. This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer also reported that the companion 2 driver exhibited an "emergency battery low" alarm while connected to wall power for several days. The customer also reported that the companion 2 driver was also tested on multiple companion caddies and hospital carts. The companion 2 driver was returned to syncardia for evaluation. Review of the electronic patient data file revealed that no "emergency battery low" alarms were recorded. There were multiple "emergency battery charging" notifications. Although these notifications are not displayed on the driver's alarm banner, the emergency battery led incon would have been flashing, indicating that the emergency battery was accepting a charge. The emergency battery smbus (smart management bus, used in communicating with batteries) data was evaluated, and there was no evidence of a malfunction of the emergency battery. However, during evaluation testing, the emergency battery was not able to power the companion 2 driver for ten minutes as required. Efforts to reproduce the reported "emergency battery low" alarm were not successful. However, because the emergency battery was unable to power the companion 2 driver for ten minutes, it was replaced. After replacement of the emergency battery, the companion 2 driver passed all final performance testing. This failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. In addition, it would not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver has redundant power sources of external batteries and external wall power. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.